Event description:
It was reported that the asymptomatic patients device showed 54 episodes of nsvo. Further analysis was inconclusive. Programming changes were made and the patient was good.

Manufacturer narrative:
(B)(4).